Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 5 months. The patient underwent outflow graft ligation. The device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with symptoms of hemolysis and elevated lactate dehydrogenase (ldh). The patient was initially treated with heparin drip for 24-36 hours and the ldh remained elevated, and integrilin was initiated. The ldh decreased from 1700 u/l to 1000 u/l. Device thrombosis was suspected, and a pump exchange was scheduled. Preoperative echocardiogram revealed ejection fraction equal to or greater than 55%. The pump exchange was cancelled and a device explanation was scheduled. Surgical outflow graft ligation and discontinuation of pump support occurred on (B)(6) 2017. Additional information was received on (B)(6) 2017, that the patient was stable and without mechanical circulatory support. The device remained in situ. No additional information was provided.

Manufacturer narrative:
The pump remains situ and therefore not available for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase and suspected thrombus could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.